Event description:
The reporter stated the surgeon noticed imperfections in an eyeonics lens upon insertion. The incision was enlarged to remove the lens, and another same type lens was implanted. A staar injection system was used. The reporter stated the cause of the event was the lens was received damaged.